Manufacturer narrative:
A medtronic representative reported that the system kept reverting to stand alone mode. An onsite inspection was scheduled for a later date. A patient was present. The delay was 3 minutes long, there was no impact on the patient, and the surgery proceeded as planned. During the onsite investigation, the medtronic representative was unable to determine probable cause without further information since the behavior could not be replicated. The medtronic representative stayed for 2 imaging system cases; both were successful without any issues occurring. A successful system checkout was performed which verified that the issue had been resolved. The logs for the system were sent to the manufacturer for analysis. Upon analyzing the logs, the issue still could not be confirmed. The logs only indicate one instance of the system going to standalone mode from 3d mode. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the system kept reverting to stand alone mode. An onsite inspection was scheduled for a later date. A patient was present. The delay was 3 minutes long, there was no impact on the patient, and the surgery proceeded as planned.